Event description:
On (B)(6) 2019, a pvs23 was intended for an aortic valve replacement. However, the valve was not implanted as reportedly difficult to collapse (reported in a separate medwatch with livanova ref # (B)(4)). Using the same accessory kit, a new pvs23 valve was successfully collapsed and implanted (this event, ln ref # (B)(4)) . However, on postoperative day 1, the patient was brought back to the operating room for a re-do aortic valve replacement due to aortic insufficiency. No specific issues were reported with the device (no leaflet issue, no stent folding). Based on the information received, the aortic insufficiency was caused by user error, although this aspect was not further specified. The pvs23 was explanted and replaced with a magna ease (unknown model). The patient¿s outcome was good after the second re-operation.